Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Additional information: ¿ the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jep817, batch # jge639, batch # jgh518.

Event description:
It was reported that the child underwent a right inguinal hernia radical surgery on (B)(6) 2015 and topical skin adhesive was used after closing incision. The patient was discharged on (B)(6) 2015. Following the procedure, the incision color turned from purple to red and the patient developed skin inflammation on (B)(6) 2015. Then the patient underwent a pediatric surgery on (B)(6) 2015. It was also reported that the patient was diagnosed with dermatitis and was treated with steroid and hirudoid. The patient is still under observation as an outpatient. Additional information has been requested.

Manufacturer narrative:
Corrected information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # jep817; batch # jge639. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.